Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified artery and over use of the device resulted in the reported tip detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the whisper guide wire was used in the tibial artery. The patient had severe peripheral artery disease with potential loss of the toes. The tip of the whisper wire separated in the patient from over use in the heavily calcified artery. The tip of a non-abbott guide wire also separated during the procedure and remains in the patient's foot. The separated tip remains in the patient's foot. No additional information was provided.